Event description:
The caller contacted baxter's technical service center regarding a system error 2240 alarm (air in tubing) which occurred on the homechoice (hc) during dwell 3 of 4. The technical service representative (tsr) determined that the home patient (hp) was reusing a yellow bag from the night before. The hp stated that since he was out of small yellow bags that his registered nurse (rn) advised him to use a big yellow bag for 2 nights in a row. The tsr explained that the hp had compromised the set up by reusing supplies from the day before, and that this was an infection risk. The tsr had the hp close all of the clamps to the bags and the patient line and cycle the power off and on. The hp then received a system error 2367 alarm, cycled the power off and on again to get to "press go to start", and at "load the set" the hp removed the cassette. The tsr had the hp dispose of all current supplies to start over with all new supplies or do manuals for the remainder of therapy. The tsr referred the hp to his peritoneal dialysis rn regarding the reuse of supplies and the risks involved. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the home patient on (B)(6) 2012. He stated that he did not recall the alarm, but he did speak with his nurse about reusing supplies and now understood that this was a contamination risk. Therapy since has been going well, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the investigation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.